Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported after about a month ago, a message either eri/eos appeared. The patient stated that they could not get the therapy to work after that. The patient stated their implant had not been recharged for a month now. The agent reviewed possible over-discharge. The patient called back requesting model and serial number information. The caller repeated information regarding needing an MRI, but the implant was depleted and in a possible overdischarge state. The caller requested to get in touch with a local manufacturer representative; the agent redirected them to a hcp.